Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis unable to confirm adhesive anomaly due to sensors were returned opened or used. Unable to confirm complaint due to customer returning sensors with no needles.

Event description:
The customer reported that one of her sensors stuck to her body and the other one caused bleeding at the insertion site. The blood glucose reading was 214 mg/dl. The customer also stated that the cannula was bent. No further information was provided.